Manufacturer narrative:
This is initial MDR report submitted for this complaint with associated MFR# 2954740-2017-00209. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time.

Event description:
As reported by a healthcare professional, during the procedure resistance was experienced with the microcatheter when using a deltamaxx coil (cdx18104030/c36983), the coil also unraveled during the procedure. The procedure was dural-arterio venous fistulae (tve) coil embolization of an aneurysm at the transverse sigmoid sinus. A micro catheter was approached to the sinus from the jugular vein. When deltamaxx coil (complaint product) was inserted, there was strong resistance felt, so it was withdrawn into the micro catheter however there was still resistance felt. The coil had unraveled. The coil and the micro catheter were removed successfully. The coil was replaced with competitive one. More than half of the deltamaxx coil was placed in the blood vessel, so the coil unraveling occurred either inside the micro catheter or inside the blood vessel. There was no resistance between the guidewire and the microcatheter when accessing the target site. The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for investigation. No further information is available.

Manufacturer narrative:
This is final MDR report submitted for this complaint with associated MFR# 2954740-2017-00209 based on the information, the event could not be confirmed. The deltamaxx coil was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. There is no current safety signal identified related to the reported events based on review of complaint history for the device.